Event description:
The radio frequency programmer head was returned with the programmer and no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer. (B)(4).